Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address poly wear. It was reported that the pt had a competitive stem and head in with a depuy cup and liner. The liner had worn and the hip was unstable.